Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer reported the following coaguchek xs system inr results: 1800 1.8 inr 1802 2.6 inr 2000 2.2 inr all results were from different drops of blood from different fingers. In addition, customer reported a lab value of 1.9 inr drawn at 2005. The type of lab reagent was not reported. After the lab test, the customer was given an injection of fragmin, which is a low molecular weight heparin. A request was made for the return of the suspect system.